Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had 4 cartridges that were leaking. Customer had elevated blood glucose levels (approx 300 mg/dl).